Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent revision breast augmentation with a 275cc mentor memorygel breast implant on the left side and with 375cc mentor memorygel breast implant on the right side and experienced bilateral breast implant ruptures postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2020. This report is for the patients right-sided device.